Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose. The customer's most recent glucose reading was 238 mg/dl, and he was treated with the insulin pump. Troubleshooting was performed. Reviewed the programming and it seems that all the settings were correct. The customer stated that the infusion set and reservoir are connected properly, but he did notice like the reservoir, it may not be a good fit. Ran a fixed prime and passed. Performed a high pressure test twice and the insulin pump failed the test. Advised the customer to revert to back up plan. No further info was provided.